Manufacturer narrative:
On 13-mar-2023, the product investigation was completed. It was reported that a patient underwent a premature ventricular contraction ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that during placement of the ablation catheter in the coronary sinus (cs), the physician felt discomfort in the course of entering the catheter, so contrast imaging of the cs was performed. The rapture of the cs was confirmed. Timing when complaints occurred was timing of approach to cs, after pulmonary vein isolation (pvi), after left ventricalar (lv) ablation targeting premature ventricular contraction (pvc). The procedure was completed on the spot, and atrial septal puncture was performed. Device evaluation details: visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature, and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device number lot 30939965l and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The physician considers that the adverse event due to the procedure as it was caused by too aggressive procedure to treat the arrhythmia. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis.it was reported that during placement of the ablation catheter in the coronary sinus (cs), the physician felt discomfort in the course of entering the catheter, so contrast imaging of the cs was performed. The rapture of the cs was confirmed. Timing when complaints occurred was timing of approach to cs, after pulmonary vein isolation (pvi), after left ventricalar (lv) ablation targeting premature ventricular contraction (pvc). The procedure was completed on the spot, and atrial septal puncture was performed.cardiac tamponade was observed. Ablation was conducted at the pvi and lcc from the aorta and lv sides. The ablation inside the cs was not conducted. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was: 8 ml up to 30w, 15 ml over 31w. There were no abnormalities observed prior to and during use of the product. The complaint product(s) will be returned for analysis.the adverse event was discovered during use of biosense webster products. Pericardial drainage was provided. Transseptal puncture was performed. The event occurred during the ablation phase. Timing of approach to cs, after pvi, after lv ablation targeting premature ventricular contraction (pvc). No error message was observed. Force visualization features used were real time graph; dashboard; vector; visitag. Color options used prospectively was tag index.additional information: after observation in the ICU, the patient was discharged from the hospital. Follow-up is planned in two weeks later. Causal relationship between the adverse event and the product is unknown.the physician considers that the adverse event due to the procedure as it was caused by too aggressive procedure to treat the arrhythmia. [Relevant medical history]: none. Outcome of the adverse event was fully recovered. The patient has been discharged from the hospital. The discharge date was unknown.the patient did not require extended hospitalization. Relevant tests/laboratory data --- none. Other relevant history --- none. Generator used was a smartablate generator. Product code: m4900207. Serial number: (B)(4). Transseptal puncture was performed with a rf needle (jll) was used. Ablation was conducted for pvi and left coronary cusp (lcc) from the aorta and lv sides. The ablation inside the cs was not conducted. Steam pop was not confirmed. The event occurred during the ablation phase. Timing of approach to cs, after pvi, after lv ablation targeting pvc. Irrigation catheter¿s flow rate setting was: 8 ml/min up to 30w, 15 ml/min over 31w.correct catheter settings were selected on the generator. The pump flow setting was normally controlled by the generator. No error message was observed. Force visualization features used was real time graph; dashboard; vector; visitag. Visitag module was used, parameters for stability used was range; 1.5. Time; 3s. Fot; 25%. Tag size: 2mm.no additional filter. Color options used prospectively was tag index..since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.